Event description:
According to the customer on (B)(6) 2024, "the nebulizer hasn't functioned properly for the past two weeks, meaning it's not sending the vapors to the cup that sits on her face.

Manufacturer narrative:
According to the customer on (B)(6) 2024, "the nebulizer hasn't functioned properly for the past two weeks, meaning it's not sending the vapors to the cup that sits on her face. Yesterday, it would not send any to the cup". The customer reported, "this device is being used for a three year old to clear up her chest and was being used with albuterol as a nebulizer" and that " because she is coughing and wheezing a lot now, if we do not get her back on the nebulizer soon we will probably have to take her back to the ER for them to do so". The customer also reported that, "there were no sparks, smoke, or fire. The machine is just hot to the touch when you run it about 15-20 minutes". The customer reported that the sample is available for evaluation. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.